Event description:
Material #: 381023 batch#: 3360115 it was reported that the bd iag bc pro global blu 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: "the needle did not retract once button was pushed." Customer response for follow-up: we do not have video or pictures, but we do have a large supply of this lot number on hand that could be returned for review. There were multiple occurrences. Additional information provided: 1. Please confirm the number of occurrences. (B)(6) I believe we said a total of 8. 2. Please provide date of events for multiple occurrences. (B)(6) not available. I have been out to the account and no further occurrences have occurred 3. What was the impact to the patient? (B)(6) no impact to patient or staff. If necessary, they would place in another IV.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3360115. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.